Manufacturer narrative:
No product information available at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the reload of the stapler was locked and did not fire. There was no patient harm.

Manufacturer narrative:
Based on the additional information received, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap sleeve gastrectomy. While stapling the stomach, the reload of the stapler was locked and did not fire. The surgeon could press the green button and squeeze the handle. The case was completed using a new reload. No patient injury.